Event description:
Intera oncology was notified by a healthcare provider of a patient with an intera 3000 hepatic artery infusion pump. The pump was implanted on (B)(6) 2022 and the pump flow rate as manufactured was 1.3 ml/day intra-arterial . The patient had undergone 3 refill cycles (defined by the clinic as alternating heparainized saline and fudr (floxuridine)). The patient had been refilled with 30 ml of heparinzed saline on (B)(6) 2022 and after two weeks on (B)(6) 2022, 30 ml of heparinized saline was returned when the pump was accessed. The patient underwent an (interventional radiology) ir study on (B)(6) 2022, which determined there was no catheter occlusion. Intera discussed possible troubleshooting with healthcare provider and recommended bringing the patient back to the facility to re-access the pump earlier (than the typical two week refill interval) to confirm pump function. The patient returned to clinic on (B)(6) 2022 (10 days after the refill), the clinic accessed the pump and returned 15 ml, indicating the pump was flowing at specification. No adverse event or patient injury was reported.

Manufacturer narrative:
The device history record was reviewed and all manufacutring processes were conducted within the required instructions and this device met final specification. No nonconformances or deviations were associated with this device. The device remains implanted and thus the device cannot be further evaluated at this time. Blank fields in the MDR form represent unknown information at the time of this filing.